Event description:
See initial report.

Manufacturer narrative:
H.10:a livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. He replaced the motor end stage board and the motor control board. The issue was solved. A livanova field service representative was dispatched to the facility.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump speed was unstable during procedure. There was no report of patient injury.